Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had her basal rates changed but her blood glucose levels were high. The health care professional wanted her blood glucose to be between 80 mg/dl and 120 mg/dl, but her blood glucose had been getting above 150 mg/dl. The customer¿s current blood glucose level was 53 mg/dl. The customer had symptom such as headache. Troubleshooting was performed and insulin exited without incident. The customer was unsure if her basal rates were programmed accurately. They were advised to refer to their health care professional for the correct settings. The customer¿s blood glucose level went to 54 mg/dl. They treated the low blood glucose with food. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.